Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h96560m7801261 in order to determine the last three lots shipped to the reporting customer in the six month prior to the procedure date. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "lumen occluded - treatment." No adverse trend was identified. Visual inspection of the returned catheter noted kinks/compressions at the 4 1/2cm and 12 1/2cm marks. No other damage was noted. The valves were visualized under a microscope and the discs were confirmed to be slit and centered properly. A 0.014" guidewire, from inventory, was inserted through the lumens of the catheter. No resistance was met in the area of the kinks. During the cleaning process, when a 10ml syringe was used to infuse cleaning process, when a 10ml syringe was used to infuse cleaning solution through the catheter, no obstruction or back pressure was noted. Infusion and aspiration pressure was tested/measured for each catheter valve and found to be acceptable. When the catheter was cross-sectioned, no abnormalities or thin spots were noted. The tip dimensions, septum and tubing wall thickness, and tubing o.d. Were all measured fan found to meet specification. The reported complaint of difficulty flushing/occluded catheter cannot be confirmed, however, the catheter was confirmed for minor kinks in the catheter tubing. The sample was evaluated and was found to be dimensional and functionally acceptable. The complaint does not appear to be the result of a manufacturing issue. Manufacturing process controls for this device include a 100% in process visual inspection for molding defects and guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. The directions for use packaged with the valved bioflo PICC contain guidance and precautions regarding the flushing of the catheter.

Event description:
As reported, after a bioflo PICC was inserted, difficulty was encountered post-insertion with flushing and obtaining a blood return. After trying for a few days, the hospital decided that something was wrong with the PICC and did a catheter exchange. Upon removal of the PICC they noticed a kink/damaged area on the PICC approximately 4cm from the suture wing. The used device has been returned to angiodynamics. The patient condition was "unaffected" by the event.